Manufacturer narrative:
Continuation of d10: product ID 97745 serial (B)(6) : product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) : medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient was having issues recharging their implantable neurostimulator (ins) and the issue began about a week ago. Patient stated they would turn their controller on but it wouldn't come on. Patient noted they would hit the up/down button but the screen was completely blank and they couldn't do anything with it. Patient also noted it was taking longer to charge their ins and it was twice as long to charge 10% for 2 hours when it used to take 15-20 minutes to charge. Patient mentioned the last time it went down to 60% because they were busy the first day or second day and it took forever to charge so they were not sure if it was the controller or the recharger. Pt stated the controller would go blank and unresponsive even when not plugged into the recharger. Patient also stated that they would get no device found and also when they were recharging the recharge quality would jump around without the patient moving the paddle at all. Patient spoke with a manufacturer representative (rep) yesterday and the rep advised the patient to reset the controller and patient did so. Last night patient went to charge and the controller was no different. During the call patient verified no damage to the recharger. A replacement controller was sent out.

Manufacturer narrative:
Analysis of the controller (product ID 97745 lot# serial# (B)(6)) found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.